Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s relative reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 280 mg/dl at the time of the incident. The customer¿s relative stated that the insulin pump alarmed motor error after it has been exposed to water. The customer¿s parent stated that the drive support cap was loose. The customer¿s relative was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.